Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy two weeks prior to the device replacement.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the scs ipg had reached its end of life and would no longer provide therapy. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.